Manufacturer narrative:
Covidien reference number: (B)(4). The service engineer inspected the device and verified the malfunction. The keypad was replaced. The ventilator passed all the required testing.

Event description:
Customer reported that the 840 keypad was unresponsive. There was no patient connected to the device.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.